Manufacturer narrative:
(B)(4). The customer returned one nitinol guide wire in its protective tubing for analysis. Signs of use were observed on the guide wire body. Visual inspection revealed one kink/offset coils towards the distal end of the guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. The proximal end of the guide wire was intact. The kink in the guide wire measured 6mm from the distal end. The guide wire total length measured 131cm which is within the specifications of 128.75-131.25cm per product drawing. The guide wire outer diameter measured 0.0175" which is within the specifications of 0.0170"-0.0185" per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the kit which states, "if 130 cm guidewire is used, insert soft tip of the guidewire through peel-away sheath to desired depth. Thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy." The guide wire was threaded through the distal lumen of a lab inventory 5 fr PICC catheter with no resistance. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed a kink near the distal end. The guide wire met all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that, when the user attempted to use the spring wire guide (swg) during the procedure, the tip was found missing. Therefore, a new kit was opened to complete the procedure. No injury to the patient occurred. The swg was not inserted in the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the user attempted to use the spring wire guide (swg) during the procedure, the tip was found missing. Therefore, a new kit was opened to complete the procedure. No injury to the patient occurred. The swg was not inserted in the patient.